Manufacturer narrative:
Device details had not been confirmed as of the date of this report. This report is submitted march 5, 2019.

Event description:
Per the clinic, the patient developed an infection unrelated to the device and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.